Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that she is having a lot of pain in her vaginal area. She stated that the device is vibrating so much she cannot catheterize. The patient had lowered her stimulation to 0.8 and was still in pain. The patient stated stimulation was set a the hospital. The patient stated that when she first got home she voided 2 oz on her own several times but is no longer able to. The patient does not feel like the therapy is working for her as she does get the urge to urinate but is unable to do so. No further complications were reported.